Event description:
It was reported that the cadd solis vip pump gave a no cassette detected" alarm. The product problem occurred during patient use. No patient injury or complications were reported in relation to the event. The customer reported that the product problem was experienced more than once.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue during testing even though the issue was found in the event log. There was evidence of fluid ingression around the downstream occlusion sensor. This sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.